Manufacturer narrative:
The reported complaint of tubing separation was confirmed on the returned set. During visual inspection, the 28" pressure tubing was received separated from the male luer. When the tubing pocket was microscopically examined, insufficient adhesive coverage was observed on the tubing pocket. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly at ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to MFR on 11-jul-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve. It was reported that the pressure tubing broke in half. It was mentioned that the registered nurse was having difficulty getting an arterial waveform on the bedside monitor so they checked the set and noticed the broken tubing. The mating device was an alaris infusion and the infusion was 0.9 normal saline (ns). The event happened during infusion. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and no human harm.